Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging between 51-68 mg/dl due to accidentally delivering too much insulin. Carbohydrates were consumed to address bg levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.